Manufacturer narrative:
These reported events are on the same pt involving two separate products and associated with medwatch # 1225714-2013-01025.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular event and a cardiovascular event on or about (B)(6) 2011, after the use of the product.